Event description:
It was reported that the patient had an inappropriate shock due to the heart rate going in-and-out of the shock zone. There was some undersensing due to a change in the intrinsic morphology. Technical services reviewed and discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.